Event description:
During an MRI infusion, it was observed that a pt who was being monitored and ventilated during the MRI scan had received approximately 20 ml of propofol within 20 minutes. At the time of the infusion the pump's rate was set to 18ml/hr and the volume to be infused (vtbi) was set to 35 ml.

Manufacturer narrative:
Device evaluated by MFR: initial report was rec'd from the health care professional indicated that the device (infusion pump) was examined by the hospital staff. Info was obtained from the customer interview, and the customer's inspection of the equipment. Method - the hospital's clinical engineer, the two MRI technologists, and the ICU nurse present at the event were interviewed regarding the event and the use of the device. The pump in use at the time of the event was examined. The pump's history log info at the time of the event was examined. Info gathered during this period was used to establish the possible cause(s) of the event. The nurse had removed the main infusion line from the hospira plum infusion pump, and the nurse stated she clamped off the pt's line at the added extension set that was closest to the pt. The nurse stated she opened the valve on the hospira plumset main line's cassette to allow the MRI technologist to prime the 1055 bypass set used with the mridium pump. The MRI technologist reported she had split some fluid onto the pt table/sheet when she was priming/flushing the line, and was told there was a limited supply of the diprivan, and that she should conserve as much as she could during the setup. It is unk how much of the propofol was spilled during this priming of the set. The nurse stated she observed the hospira plumset main infusion set's valve was still open, and requested the MRI technologist to close the valve on the hospira main infusion set at this time. The MRI technologist then closed the valve on the hospira main infusion set, and separately clamped the 1055 infusion line after she had primed the set. This hospira plumset main infusion line has a valve that requires applying pressure to close the main line to prevent free flow. This valve has several detents that can restrict flow without fully closing the valve. It is not known if this valve was fully closed at this time. The pt was receiving propofol prior to the MRI scan, and this was being delivered to the pt with the hospira plum pump while in ICU, and continued during the transit to the MRI. The diprovan bottle was a 100 ml bottle, that had approximately 60 ml remaining when the pt arrived at the MRI. The MRI technologist had programmed the MRI pump, and they indicated they had some difficulty with the door latch before the infusion started, but resolved this prior to the start of the pump. Once this was resolved, the pump was started. They then switched the pt from the hand-ventilation (bagging the pt) to the MRI compatible ventilator inside the MRI magnet room. They did have some difficulty in switching the ventilators, but then moved the pt onto the MRI scanner table. They then set up the scanner's head coil and placed the ear plugs into positon for the setup. They positioned the nibp cuff on the pt's leg, and also taped down the metal part of the pt's catheter for placement inside the mr scanner. The MRI technologist estimated that this setup took about 15 minutes. Within 5 minutes of the scanning of the pt, the nurse reported observing the pt's heart rate begin to drop, and she and the respiratory technologist entered the MRI magnet room, and the secondary MRI technologist went to get the primary MRI technologist, as he stated the pt was "coding" and he needed her help. After moving the pt from the MRI magnet room, she was successfully resuscitated. She was transported back to the ICU within 30 minutes. The pt did experience at least 2 further cardiac arrest in the ICU, and the pt expired later that day due to her disease condition. Following the event, the mridium 3850 pump was checked by the hospital's technical staff, and was found to operate normally and accurately, using the svc manual test procedure provided by iradimed corporation. Investigation conclusion: examination of the pump indicated it operated normally and performed to specification for a series of production tests including flow rate accuracy, bubble detection, and occlusion pressure activation. No problems were found that could explain the reported event. The infusion sets used in this event were discarded following the event, and were not available for examination. Based on the available info, the probable cause of this event was the failure of the operator to fully close off the hospira main infusion line freeflow preventer during the infusion in the MRI magnet room. The hospira primary plumset (list no. 12538-28) used as the main infusion line requires the operator to close a valve on the cassette of the set to prevent uncontrolled flow through this set. The nurse who was more experienced with this set it up but did not close this valve. This valve was closed by the MRI technologist, and it is possible it was partially closed, which would allow some propofol to flow through the hospira main line during the bypass infusion with the mridium pump. At an infusion rate of 18ml/hr for 19 minutes, the pump would have delivered 5.7 ml, with the additional fluid flowing through the main line which was thought to be bypassed. This flow would have occurred at an approximate rate of 1 ml/min (19.3 ml in 19 minutes), which is slower than a "full open" freeflow with this type of set. This would suggest the valve on the cassette was partially closed during this infusion. The user instructions for the use of the iradimed corporation 1055 bypass infusion set included specific statement to have the user ensure the main hospital infusion set/line is clamped closed during use of the 1055 set. This is included in both the operator's manual and the 1055 infusion sets's pouch instructions. This info was reviewed with the hospital staff, and it was agreed this info would be reviewed with the appropriate clinical staff. No further action is considered necessary at this time. (B)(4).